Event description:
The customer stated although they received the product recall letter for fa30may2012 for the architect ca19-9xr reagents, upon further investigation, it was discovered recalled reagent lot 08852m500 had been used to generate patient results, however, there was no impact to patient management. The issue was reported to the hospital's committee, although there was no injury to health.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.